Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instruction's for use. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation. Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100601349, model/catalog description: control pump fgs iz, unique identifier (UDI)#: (B)(4), model number/catalog number: 72404130, serial number: n/a, batch/lot number: 1100469085, model/catalog description: belt cuff fgs 4.0 cm iz, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced urinary incontinence. A surgical procedure was performed and the device was removed. Upon inspection, it was noted that the pressure regulating balloon (prb) was broken, as it seemed that there was a breakdown in the seal to the hub of the balloon lining causing the fluid to leak. No additional patient complications were reported.